Event description:
Per rep., this lead was implanted in 2007, and on the next day, it had dislodged. Pt could not afford to have it revised, so he went to the va hospital. Lead was explanted in 2008 and another setrox s 53 was attempted. It dislodged as well as the physician determined that his anatomy wouldn't allow an active lead to attach. He chose to go with a passive lead instead.